Event description:
It was reported there was a patient alert for the right ventricular (rv) lead having rv and superior vena cava (svc) coil impedance greater than 200 ohms. The high impedance was suspected to be due to a connection issue with the device. A procedure was done to reconnect the rv lead and device. The event was reported from the advance iii clinical study. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011. Weekly (high voltage) hv-lead impedance trend data shows an abrupt increase for max defib active can on and svc defib impedance equal 47 to 254 ohms peak between (B)(6) 2011, then returning to a baseline of 48 ohms on (B)(6) 2011.